Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Add¿l info has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical tech reported that eight weeks following intraocular lens (iol) implant surgery, the lens was exchanged due to an unexpected postoperative outcome. The replacement lens was the same model, different power. Add¿l info has been requested.